Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: hernia. According to the reporter: gray end of the device went into patients abdomen and had to be retrieved from abdomen. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc. If applicable, what was done to correct this condition? Another device was used after first piece was retrieved from abdomen.